Event description:
The manufacturer received information alleging a ventilator failed to work properly. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator failed to work properly. The ventilator was returned to the manufacturer for evaluation and failed test stepsduring testing. The device's machine flow sensor needs to be replaced to address the issues. The device was found to be contaminated.